Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: at the beginning of treatment, the filter connected to chemo IV line broke, it fell apart on the seam. This also occurred at the end of chemo treatment, the end of the 2nd filter had broken off patient had noticed that his shirt was wet and called the rn. Blood and chemo was spilled all over the patient, chair and floor. No injuries reported.